Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to patient fall.

Manufacturer narrative:
The revision reported was likely the result of the patient's fall, which caused the glenosphere locking screw to fracture. "Fracture of the prosthesis or any of its components may require a surgical intervention or revision" is listed in the device specific risks section of the equinoxe shoulder system IFU 700-096-060.